Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) outer insulation breached depression. Proximal segment returned and analyzed.

Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. Follow up with clinic reported patient was pacemaker dependent and last device check on (B)(6) 2010, showed normal device function. The patient had been in hospice and died of cancer. No issues with device performance prior to death.